Event description:
Allergan rep reported for a physician: access port leakage. There is no add'l info about the alleged event at this time.

Manufacturer narrative:
Taper ii. Allergan has received the product, however, the device has not been identified nor the analysis has not been completed at this time. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."